Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had temporary vent blockage. Customer's blood glucose at time of incident was 210 mg/dl. Customer stated that he is not able to finish priming loop. Customer stated that they does not know if is air gap between pump piston and reservoir, no alarm. The customer was explained how to correctly filled reservoir. The customer was advised to change set and everything is fine. The customer asked to replace 3 pieces of reservoir.